Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the stroke requiring hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to 1+. On (B)(6) 2022 the patient was readmitted for stroke symptoms including left side weakness and CT was performed to confirm the stroke. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported cerebrovascular accident cannot be determined. Cerebrovascular accident is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.